Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.